Event description:
It was reported that the back screw was missing and the device fell apart during a surgical procedure. The case was completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece will not be returned to the MFR for investigation based on this event. A product return was requested, but the account advised that the device is being sent to a third party for repair. The reported condition cannot be confirmed without the product being available for eval.